Event description:
I have dexcom g7 sensors and I use an android cell phone. The g7 sensors keep disconnecting from the android app. I keep bluetooth on also, g7 has a failure rate of 19.5% also when go to pair it don't pair right. I tried my son's new android phone does same thing something wrong with sensors they're making for g7 and way it talks to android using bluetooth.